Event description:
Device 2 of 2: reference MFR report: 1627487-2011-09043. The pt received the scs system on (B)(6) 2010. It was reported that the pt experienced abdominal stimulation/spasms and discomfort at the ipg site. The pt's system was revised on (B)(6) 2011. The doctor replaced the lamitrode tripole paddle lead due to migration and repositioned the existing ipg. The pt reported good coverage and comfortable stimulation postoperative. No further pt complications were reported.

Manufacturer narrative:
Eval, results: the product was received incomplete. The lead was cut and could not be functionally tested. The damage was a result of the explant procedure. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.